Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring, broken battery tube threads.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was 136 mg/dl. Customer also stated that the chip on reservoir lip ring and battery compartment was damaged. The device will be returned for analysis.